Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 due to the patient was reportedly a non-user of their device and the patient requiring an MRI procedure. There are no plans to reimplant the patient with a new device as of the date of this report.